Event description:
"Customer reported: needle would not puncture client's skin and the needle was bent. Immunizer changed to another needle with the same lot number and the needle went into clients skin immediately. See attachment section for initial email and complaint report from customer."